Manufacturer narrative:
Received two 131309a in original packaging. Lot number was verified. Performed a visual inspection of the device, there were no obvious signs of a breach. Performed a functional inspection, the devices were dye leak tested per tm-10-217 rev. F which indicated that the packaging had an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: sterility is guaranteed unless package has been opened, broken or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 131309a, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.